Event description:
It was reported that, "the gamma nail broke where lag screw goes through. Pt was revised.

Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report.